Manufacturer narrative:
This supplemental report was submitted to provide additional information as the customer further reported there was no delay in the procedure and the procedure was completed using a new device. No further information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide the OEM's (omsc) investigation results. As the referenced camera head was not returned to omsc, the exact cause of the reported event could not be determined. A review of the device history record confirmed that there was no abnormality during manufacturing. Therefore, it is likely the phenomenon occurred the handling. However, an asset was used to verify equipment structures. As a result, it was determined that there was a possibility that the phenomenon may have occurred due to the following factors. The video connector was not securely connected to the processor. Therefore, the power was not working as intended. The video connector contacts contained dirt and or moisture, and were not energized well. The cable was not energized satisfactorily due to breakage of the cable or other defects. Shooting elements may have been destroyed due to impact or flooding on the actual product. Therefore, there is a possibility that the image defect may have been caused due to not being able to power well. The device was connected with the processor power on. Therefore, because the electric circuit was damaged, good energization could not be achieved, resulting in a defective image. The following is stated in the instruction manual [precautions against frozen or lost endoscopic images]. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. The following is stated in the instruction manual [connecting]. Turn the video system center off.

Manufacturer narrative:
The referenced camera head was returned to the service center however the evaluation has not yet begun. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the camera head's image does not appear and has no picture. There was no patient involved.